Event description:
Reporter alleged blood glucose measured 270 mg/dl at 11:30 pm and customer thought this was high so went to the emergency room (ER) as a result. It was stated customer used a different vial of test strips and tested 108 mg/dl back to back with the original result. No actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent.